Event description:
It was later reported that the patient experienced a loss of pain relief. The catheter was replaced on (B)(6) 2013. The patient outcome resolved without sequelae on the same day.

Event description:
It was reported, the patient experienced increased pain. The severity was moderate. The results of a catheter dye study performed on (B)(6) 2013 were it failed. There was a catheter dislodgement /migration. The etiology was it was related to the device or therapy. The pump was delivering fentanyl and bupivacaine. It was reported, the patient fell. X-rays were performed. The distal segment of the catheter was dislodged from intrathecal space. The anchor was sliced by the sutures. The catheter was replaced on (B)(6) 2013. The patient status was alive - no injury.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8 596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter and anchor revealed a broken suture ring. It was event related.

Event description:
Additional information later reported that per the reporter's knowledge it did not appear to be due to the physician's surgical technique.